Event description:
The plaintiff alleges that while employed as a medical technologist and laboratory supervisor, plaintiff was exposed to latex gloves. Plaintiff alleges that plaintiff has suffered from inter alla urticaria, allergic rhinitis, itchy and watery eyes, chest congestion, and dyspnea (wheezing and asthma). Plaintiff also alleges that plaintiff has been diagnosed as suffering from type-I latex allergy and alleges that plaintiff is at risk of suffering anaphylactic reactions when plaintiff comes into contact with many different commonly used products which contain the natural latex protein. Plaintiff further alleges that plaintiff has suffered severe and irreversible latex allergy. Furthermore, plaintiff alleges that plaintiff is restricted from entering any environment where plaintiff is exposed to latex proteins. Plaintiff alleges that entering such environments puts plaintiff at serious risk for anaphylactic reaction. Also plaintiff alleges that plaintiff must live life in constant vigilance for the presence of latex products, avoiding everday common products that contain latex. Furthermore, plaintiff alleges that now being sensitized to latex, plaintiff is restricted in plaintiff's life as to where plaintiff can go, and what plaintiff can do with life, with career, and with family. Plaintiff alleges that plaintiff finds it difficult to seek medical and dental care, and entering a non-latex safe environment in a hosp, for any purpose, is a health hazard to plaintiff. Also plaintiff alleges that plaintiff has suffered and will continue to suffer in the future, emotional distress, and an inability to engage in plaintiff's normal activities. Furthermore, plaintiff alleges that plaintiff has suffered physical injuries, including but not limited to urticaria, hives, allergic rhinitis, itchy and watery eyes, dyspnea, and anaphylactic reactions and other physical injuries, as well as despair, and loss of enjoyment of life, all of which are of a permanent, continuing and life threatening nature. Finally alleges that plaintiff has suffered great loss and depreciation of earning capacity and will continue to suffer same for an indefinite time in the future.